Event description:
Customer reportedly received the following results on the aviva nano system within 10 minutes: 21.4 mmol/l and 5.6 mmol/l, 21.1 mmol/l and 7.6 mmol/l no adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).